Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 500 mg/dl. Customer had changed the infusion set and reservoir. Customer mentioned the tubing was always an "u" shape. After troubleshooting, customer was advised samples of different infusion sets would be sent. Customer will not be returning the device for analysis.